Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. The customer's blood glucose levels ranged from 200 mg/dl to approximately greater than 240 mg/dl. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. A correction bolus was delivered to address the bg level. Reportedly, the customer's bg level was not impacted at the time of the report. The customer continued using the pump for insulin therapy.